Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during a bolus attempt. He stated that he cleared the alarm and changed the supplies, but the no delivery alarm recurred. His most recent blood glucose was 411 mg/dl, which was treated with manual injection. He stated that the insulin pump alarmed no delivery whether the reservoir was hooked up to the device or not. During troubleshooting, the customer was advised to do a 5.0 unit fixed prime; insulin exited and the insulin pump alarmed no delivery. He was advised to remove the reservoir, disconnect and reconnect the infusion set and reservoir .he was advised to run a manual prime to at least 5.0 units; insulin exited. He was able to complete the rewind sequence after the motor error alarm. His blood glucose was 180 mg/dl at the time of the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.